Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 63 mm diameter fusiform abdominal aortic aneurysm. The length of the aortic neck was 20 mm, the proximal diameter was 30 mm, the distal diameter was 31 mm with an angulation of 45 degrees. The right iliac artery had moderate tortuousity. The left iliac artery had severe tortuousity. Degree of circumferential thrombus and / or calcification was 45%. There was 1200 cc blood loss at the time of implant which required 500 cc blood products transfusion. The investigator assessed this event as procedure related and not device related. The event resolved after the transfusion. A type ii endoleak was also seen at the time of initial implant and was left uncorrected. Imaging CT with contrast 14 months post implant showed the aneurysm was 64 mm in diameter. Imaging CT with contrast 28 months post implant showed the aneurysm was 65 mm in diameter. Imaging CT with contrast on 40 months post implant showed the aneurysm was 80 mm in diameter and there was a type ia endoleak. The endoleak was left uncorrected and the patient did not want treatment or further follow-up and exited the study one month later. No clinical sequelae were reported.

Event description:
Additional information was received as follows: review of cta¿s 40 months post-implant revealed that the bifurcate was positioned approximately 10 mm below the renal arteries, within the angulated neck. The proximal stent graft od was 33 x 37mm, and the aortic neck diameter just below the renal arteries measured approximately 38mm. The suprarenal neck was angulated 45 degrees l-r to the iliac limbs. The maximum diameter aaa measures 7.4cm (l-r), and there is a proximal type I endoleak. There is also a type ii endoleak from one or more posterior lumbar arteries. The ipsilateral limb and extension were positioned within the right common iliac artery, and the contralateral limb and the extension were placed into the left common iliac artery. There is significant thrombus seen within the bifurcate aortic body, however both limbs are patent and no stent graft compression or kinks are observed. The exact cause of the proximal type I endoleak is uncertain. Earlier post-implant films were not available for return. The bifurcate is approximately 1cm below the renal arteries and there is minimal stent graft apposition with the proximal neck. The position of the bifurcate at implant is unknown; therefore, it could not be determined if the bifurcate may have migrated. The lack of proximal seal may be due to disease progression; angulated neck and neck dilation. The type ii endoleak may have also contributed to the aaa expansion.

Manufacturer narrative:
(B)(4).